Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative results of two proficiency sample when tested with anti-human globulin (ahg) anti-igg, -c3d; polyspecific in the tube method. The customer stated that they participated in three different cycles of api proficiency testing. The customer stated that they passed cycle 2, but failed cycle 1 and 3. In both cases the igg sensitized samples dat-02 (cycle 1) and dat-06 (cycle 3) yielded false negative results. The date of event is not known. The customer returned proficiency samples of cycle 3 that had caused false negative test results, but not the supposedly defective product anti-human globulin (ahg) anti-igg, -c3d; polyspecific . Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have had negative influences on the quality of the allegedly defective lot.